Manufacturer narrative:
The tibial base is fractured in half and shows another fracture running along the edge. The insert shows considerable wear and pitting on both sides. The femoral component shows some marking on the condyle and some scratches on the edges of the implant. The returned journey uni tibial base was examined visually and microscopically. The purpose of this investigation was to determine the cause for the fracture of the tibial base. The tibial base was fractured into two pieces and bone cement was attached to the inferior surface. Examination of the fracture surface revealed that fatigue was the fracture mechanism due to the presence of fatigue striations. The likely fracture initiation site was on the middle of the tray at the loading location. The tibial tray has a secondary crack running along the edge of the anterior locking mechanism in ap direction. The tibial insert articulating and inferior surfaces had signs of burnishing and abrasive wear. The burnishing was due to normal articulation of the metal components against the polyethylene insert. The abrasive wear was likely due to the presence of third body particles such as bone, bone cement, and metal that would have been generated after fracture of the tibial tray. The femoral component has scratches on the sides likely occurred during removal process. The articulating portion of the femoral component has no visible scratches on the oxinium surface. The cause of the journey uni tibial base fracture was likely due to fatigue loading in excess of the strength of the tray. The fracture likely originated on the middle of the tray at the edge where the cement groove and pad meet.

Event description:
It has been reported that a revision surgery was performed due to a broken tibia baseplate.